Manufacturer narrative:
No sample returned to manufacturer. Good faith effort made and user stated that no sample was made available.

Event description:
"The eye of the needle snapped off while the surgeon was using it intra operatively to pass the sutures in the patient's right shoulder. The surgeon stopped using the needle and an x-ray was done. The piece of needle was visualized in the shoulder however the surgeon was unable to obtain it" the device was in use during the alleged malfunction/event, unsure if any additional injury occurred - reaching out to customer to confirm. No sample to return the piece that broke off was seen on x-ray and was not retrievable -remains in the patient's shoulder.